Event description:
It was reported that an insulin pump experienced a software malfunction identified by a malfunction code, described as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the necessary information to reset the pump, which successfully resolved the issue, allowing the customer to continue using the device without further complications.